Event description:
Patient is experiencing wrist pain. The smooth and threaded pegs holding plate in place are stripped so the plate can not be removed. Three of the pegs are affected.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to review of the information provided, as the part and lot numbers required to review the device history records was not provided. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considered the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.